Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis and once due to hypoglycemia. The customer was not available to perform troubleshooting. The customer's mother stated that an issue with the infusion set may cause the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.